Manufacturer narrative:
Device history review; complaint history review; risk assessment. According to the risk file , too little rotational force, half turn not achieved to lock implant plates in position may result in delay to lock plates or a delay to obtain a new implant if the plates are not in the correct orientation after backer card removal. Upon visual and functional analysis of the returned device, no issues were found. As mentioned in surgical technique, when the additional amount of rotation to the inserter inner shaft was applied until the implant orientation is locked, the center locking nut was able to close and lock the plates. It is likely the probable root cause is not enough rotational force was not applied due to which the implant plates were not able to be locked after the backer card removal.

Event description:
It was reported that; center locking nut was off track, would not lock onto patients spinous process.

Event description:
It was reported that; center locking nut was off track, would not lock onto patients spinous process.